Manufacturer narrative:
The device was lost by the user facility and was not available for evaluation. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the corneal inlay in the left eye on (B)(6) 2017. The patient presented with grade 1-2+ corneal haze four and half months postoperatively and the inlay was explanted on (B)(6) 2017. The haze did not result in a significant decrease in best corrected distance vision (bcdva). At last examination on (B)(6) 2017, the haze resolved and the patient's bcdva was 20/20.